Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer was using u-100 admelog insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer administered a glucagon injection to address bg. Customer subsequently went to the emergency room (ER) where they were given sugary snacks and electrolytes to further address bg. Customer was discharged from ER in 4 hours with the issue resolved.